Event description:
Acct. Reports that when the nurse entered the pt. Room, nurse noted blood on the floor. On investigation, nurse discovered that the septum on one y-site was completely gone and blood was leaking out. No further info available at this time. No pt. Injury reported, set was changed.